Manufacturer narrative:
Approximate age of device - 1 year and 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient expired on (B)(6) 2018. Additional information was requested but not provided.

Manufacturer narrative:
Type of reportable event: correction.

Manufacturer narrative:
No product was returned for evaluation. A correlation between the device and the reported death not be conclusively determined. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.